Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to aspirate. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 1706060 implantable port experienced a suction issue. This event was reported from a single source. This event involved a patient with no reported injury. The patient was reported as a (B)(6) year-old male weighing (B)(6) lbs.